Event description:
Procedure type: hernia. According to the reporter: bilateral dissection balloon was placed in extra-peritoneal space and 1st attempt to inflate balloon failed. Balloon was repositioned and inflated with no incident. After the appropriate time, the balloon was deflated and attempt to remove balloon failed when it separated from the obturator. The deflated balloon remained in the patient's pre-peritoneal space for 2-3 minutes before the surgeon could grasp it and remove it. No tissue damage or patient injury. No bleeding reported. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 03/16/2009.